Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
The customer reported battery failure. There was no patient or user harm reported.

Manufacturer narrative:
H10 the battery loss was confirmed by hospital staff. Hospital staff performed maintenance on the battery by charging the battery to resolve the issue. The device was fully functional after battery charge. In addition, a noisy turbine was replaced preemptively. The information provided by the evaluation determined the device met specifications. The issue was related to user for improper testing. The battery was not properly charged resulting in battery loss. No malfunction found.